Manufacturer narrative:
A patient experiencing ineffective stimulation/explant was reported to abbott. The patient's entire drg system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7278915. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7278915.

Event description:
It was reported that the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the drg system was explanted to address the issue. It is unknown which lead is liable.